Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, while pacemaker was programmed in safer mode, the device did not switch from aai mode to ddd mode and ventricular pacing inhibition was observed on the external ECG. In addition, atrial pacing at 100 min-1 was also observed on the external ECG. Magnet application did not reveal any issue. The device normal functioning was observed in ddd mode. Note that the patient is pacing-dependent and she has a syncope. Preliminary analysis showed capture failure in the ventricular channel. The recommendations have been provided on 23 june 2015, in order to check the ventricular lead positioning, integrity and connection. A re-intervention was performed on (B)(6) 2015 and the ventricular lead was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, while pacemaker was programmed in safer mode, the device did not switch from aai mode to ddd mode and ventricular pacing inhibition was observed on the external ECG. In addition, atrial pacing at 100 min-1 was also observed on the external ECG. Magnet application did not reveal any issue. The device normal functioning was observed in ddd mode. Note that the patient is pacing-dependent and she has a syncope. Preliminary analysis showed capture failure in the ventricular channel. The recommendations have been provided on (B)(6) 2015, in order to check the ventricular lead positioning, integrity and connection. A re-intervention was performed on (B)(6) 2015 and the ventricular lead was replaced.